Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Drop in remaining battery capacity between follow ups. A request was made to technical services (ts) to have data from this device analyzed. Data analysis showed the decrease in battery longevity was due to the device sensing chronic high atrial rates. Ts provided reprogramming recommendations. The field representative confirmed that this feature was a patient necessity and no programming changes were made. This device remains implanted and in service. No adverse patient effects were reported.